Manufacturer narrative:
A graphic user interface pcb (gui pcb) and backlight inverter pcbs were returned for an investigation. A visual inspection was carried out on the returned component, no anomalies were observed. The returned gui pcb was attached to a test ventilator, and it was powered up. The ventilator failed power on self-test (post), generating a ¿gui inop¿ condition, and error code ¿settings have been locked out¿ was recorded in the diagnostic logs. The fault was isolated to component u35, a coaxial transceiver interface device, which was replaced. The gui pcb was again attached to the test ventilator for analysis. The ventilator passed post with no error codes recorded in the diagnostic logs. Calibration and tests were performed without issues. The ventilator was set into ventilation mode for a minimum of 24 hours. On review of the diagnostic logs no errors and no alarms were observed. The customer reported malfunction was verified on the gui pcb.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported issue. The cse replaced the graphic user interface (gui) printed circuit board (pcb), the backlight inverter pcbs, and upgraded the software to the current revision, which resolved the reported issue. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications.(B)(4).

Event description:
It was reported by a customer in (B)(6) that, the 840 ventilator stopped cycling. There was no reported patient involvement.